Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the red level alarm did not stop the arterial pump when clear crystalloid dropped below the level sensor but did stop the arterial pump appropriately when there was blood in the reservoir. The sensor was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. There were no issues found in the data logs. Release testing was completed successfully. The unit operated to the manufacturer's specifications.